Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A home-care nurse reported the freestyle libre sensor filament did not penetrate skin on application. The nurse stated that sensor filament was not present on sensor. The nurse performed a capillary test on the customer, with a result of 55 mg/dl, and treated him with orange juice. There was no report of death or permanent injury associated with this event.